Manufacturer narrative:
No solution was identified during the provided service activity, and the system was returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot during first use of the day on an allura xper fd10. The clinical use of the system was outside clinical use. There was no reported patient or user harm.